Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, it was discovered that the rubber buttons for the unit were damaged and required replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the rubber button cover. The rubber button cover was replaced to resolve the noted damage. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device's buttons were worn. There was no patient involvement.